Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between november 20-21, 2024 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication during infusion. It was observed that approximately 10-20ml of medication remained within the device. The device was filled with piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.